Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number:1627487-2024-12228], the ipg became inoperable. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the lead implant procedure the patient reported having on (B)(6) 2024. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.